Event description:
The customer reported a leak of blue fluid of 5-10ml in volume on the right side of the coulter lh 500 hematology analyzer, near the fitting ff97; while running latron. The instrument was giving ambient lyse errors when the leak was noticed. The leak was not was contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.

Manufacturer narrative:
The field service engineer (fse) replaced the tubing through pinch valves pv32 and pv37 and the leak was fixed. He performed shutdown and startup monitoring for leaks and none was detected. Cleaned up dried cleaner and verified no other electronics were affected. Cleaned and dried electrical connection to peltier module that was affected by leak. Ambient error lyse resolved. (B)(4).